Event description:
It was reported the asymptomatic patient presented remotely. During capacitor maintenance, it was observed the implantable cardioverter defibrillator had a capacitor charge time out limit reached. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the lab. The high voltage capacitors were analyzed by their manufacturer and found to have current leakage. The charge timeout issue was caused by anomalous hv capacitors.